Event description:
It was reported that the bd secondary blood sets - set, blood, secondary, w/200 mic filt experienced assembled incorrectly. The following information was provided by the initial reporter: he nurse was about to hang a blood product with secondary blood tubing. She removed the blood tubing from the package and noticed the filter was manufactured "upside down".

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # 2100090000-2022-8007. Investigation summary: a complaint of the filter being assembled upside down was received from the customer. Two photos were provided for investigation. In the photos the packaging can be seen as well as the material and lot information. A device history record review for model: 10014081 lot number: 21089134 was performed. The search showed that a total of 7,003 units in 1 lot number was built on 31aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as a physical sample was not returned for investigation. Possible root cause is an error during the assembly process. This incident has been added to our database of reported incidents.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 08-jul-2022. H6: investigation summary : a complaint of the filter being assembled upside down was received from the customer. A sample was returned for investigation. The customer complaint of misassembly was verified by visual inspection. Evaluation of the sample indicates that the drip chamber of the assembly was constructed in a manner that it would be upside down when connected. The tubing from the spike leads directly to the bottom port of the drip chamber. A device history record review for model 10014081 lot number 21089134 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an error during the manufacturing process. H3 other text : see h10.

Event description:
It was reported that the bd secondary blood sets - set, blood, secondary, w/200 mic filt experienced assembled incorrectly. The following information was provided by the initial reporter: he nurse was about to hang a blood product with secondary blood tubing. She removed the blood tubing from the package and noticed the filter was manufactured "upside down".